Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the child patient experienced low blood glucose event on (B)(6) 2025. The blood glucose level was lower than 50 mg/dl at the time of the event. The patient was treated with carbs intake. No further information is available.